Manufacturer narrative:
Correction; g2: selected healthcare professional medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the operation, the blade got stuck and could not rotate. After replacing with the new blade, the operation could be performed normally. There was procedure delay of 8 minutes. There is no patient injury.

Manufacturer narrative:
H3: product analysis of the device found that there were indentions on the proximal outside diameter of the outer hub (locking area) when returned. There was no external damage to the distal tip and no loose components. The outside diameter of the inner cutter tip shall be 0.1330 +0.000/-0.0010 inches and the actual measurement was 0.1333 inches which was out of specification. The inside diameter of the outer tube shall be 0.135 ± 0.001 inches and the largest pin gage that could fit was 0.1345 inches which was in specification. Functionally, binding occurred while indexing the inner assembly by hand. For further analysis, the blade fit securely into a handpiece, but while oscillating at 7500rpm, there was an excessive grinding noise and vibration that occurred. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction: h3: previously submitted code fdc d11 are corrected to d03. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.